Event description:
It was reported that the patient had a history of high capture thresholds on the right ventricular lead. The lead was capped and replaced during a routine device change out procedure.